Event description:
Terumo medical corporation received the reported information. The misago stent placed in the distal left superficial femoral artery (sfa) around on (B)(6) 2025 developed 90% restenosis. A repeat revascularization (poba) was performed on (B)(6) 2025. The stent was dilated with a balloon and revascularization was performed. The procedure outcome was not reported. The patient was in remission.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. No anomaly was found in the manufacturing record and the product inspection record of the product with the involved product code. No other similar report of the product with the involved product code/lot number was found in the past. Based on the investigation result, since the actual device was not available and the details of the circumstances under which the event occurred were unknown, it was not possible to clarify the cause of restenosis. Relevant instructions for use (IFU) reference: "<potential adverse events> generally, complications to pta are also complications for stent placement. Complications include but are not limited to: leg pain/claudication, restenosis." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.